Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was clarified that the pump was never removed. The healthcare provider only reported a collection and removed it. The collection was resolved.

Manufacturer narrative:
H6 update: the previously applied annex code f1903 is no longer applicable regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient had a sero-hematic collection confined to the capsule around the pump under tension. No germ development in the culture. A false route and an injection outside the pump were suspected. There were no environmental/external/patient factors that may have led or contributed to the issue. It was unknown if the issue resolved at time of report. The patient had pain. The patient's age and weight were asked, but unknown. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H1 update: the type of report has been updated from previously being a reportable malfunction to now a serious injury regarding additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial number and implant date of the pump was unable to be provided. A pocket fill was subsequently confirmed. The patient did not experience any symptoms related to the pocket fill. Actions taken to resolve the issue was the device was removed and the issue was resolved.